Event description:
The affiliate reported that the kerrison punches are getting stuck when cutting bones. It was reported that this incident prolonged the procedure by 90 minutes.

Manufacturer narrative:
Upon completion of the investigation it was noted that cod 1095-2012-1 was anomaly free. The moving mechanism is smooth and the cutting surfaces are sharp. The device appeared to function per the specification. There was no evidence of any type of metallurgic defect. The problem reported by the customer could not be duplicated in a laboratory setting. Upon complaint of the investigation for additional instruments sent along with the initial product it was determined that cod 1095-2012-2 thru 6, appear to be smooth and fully functional. The moving mechanisms are functional and the cutting surfaces were sharp. The springs on three of the 8 rongeurs were bent causing the ball/socket to skip resulting in noise when compressing the handle, but they were fully functional. There was no evidence on any kind that showed metallurgic defects. The complaint could not be duplicated in the laboratory setting. Based on the results of these investigations no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated because the medwatch is being reclassified from malfunction to serious injury. Based on a phone conversation (B)(6) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Event description:
The affiliate reported that the kerrison punches are getting stuck when cutting bones. It was reported that this incident prolonged the procedure by 90 minutes. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated because the medwatch is being reclassified from malfunction to serious injury. Based on a phone conversation (B)(6) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.